Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week. Device not available for investigation.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had valve damage. There was no report of death, serious injury or delay in treatment. The customer opted to use a different vac pac for the intended procedure. The vac pac was purchased more than two years ago and has been destroyed at the facility.